Manufacturer narrative:
Cylinders 1 and 2 were received for evaluation. An aneurysm was noted in the bladder of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with either bladder. Based on testing to the required psi, quality was able to confirm a small aneurysm in the bladder of cylinder 1. However, quality was unable to recreate the large aneurysm noted in the picture received, which may indicate the cylinders were overinflated in the picture to show the aneurysm. Based on quality's examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was revised on (B)(6) 2021 due to a cylinder aneurysm. The reservoir was kept in place but the rest of the device was replaced.